Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial pt experienced no stimulation sensation. The pt received a brief shock when the stimulation was at approximately 4 volts, then could not subsequently feel the stimulation. It was later reported that there was no injury to the pt. The temporary leads were removed without issue, and the pt was scheduled for implant surgery on (B)(6), 2011. A f/u report will be filed if additional info becomes available.